Manufacturer narrative:
Medefil investigated event. Details are given in the "attachement to the MDR report". Both products are different from each other. Heparin lock flush label is predominantly yellow in color whereas 10% calcium chloride injection, usp label is predominantly white in color except yellow band where the name of the product is printed. (This is similar to rld label). The tip caps color of the products are different yellow for heparin lock flush and white for 10% calcium chloride injection, usp. The plastic pouch containing the syringes are also different for both the products. Heparin lock flush syringes are in clear plastic pouch with imprint " do not place the syringe on the sterile field" printed on it, whereas, 10% calcium chloride injection, usp is in a plastic pouch which is yellow colored on the top with product information, and white color on the inside with directions for use. Based on the differences noted above, both products can be easily defferentiated from each other.

Event description:
On (B)(6) 2021 pharmacist of (B)(6) hospital identified concerns with calcium chloride syringe looking very similar to heparin flushes. Event reported by (B)(6) (risk manager) to FDA via med watch (report number 4100070000-2021-8068) and MDR report was received by medefil, inc. On (B)(6) 2022.